Event description:
It was reported that during a da vinci si surgical procedure a fenestrated bipolar forceps instrument cable is banding but not broken in half at the distal end. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument pitch cables was frayed. The conductor wires were intact and undamaged but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at wrist are not damaged. Additional observations not reported was the pitch cable was derailed. The pitch cable at the tip was also loose. The housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.